Event description:
It was reported to medtronic minimed that the customer experienced pump error 49. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the event.customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement test, active current measurement test, self test and p-cap locks properly into the reservoir compartment. No pump error 49 was noted during testing. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. Pump error 49 alarm was found in the history files on event date of [event date]. Pump error 68 alarm was found in the history files on event date of (B)(6) 2024 05:14:31.000. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded home switch. No pump error 49 alarms were confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.